Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that the trellis was intended to treat a fem-pop bypass graft. Access was gained to the bypass graft with a guidewire from a contralateral approach. Trellis was delivered over the wire. Resistance was met upon advancement through the proximal anastomosis. Trellis was advanced about half way through the graft, noting resistance. It was then decided to remove the trellis catheter. Resistance was also met during removal. Upon removal the doctor noticed a distal section of the catheter remained in the pt. Attempt to snare the catheter piece was unsuccessful. Pt sent to surgery for device removal. Outcome unk at the time of this report.